Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer had high blood glucose she had yesterday blood glucose 400 mg/dl and today her blood glucose were high that was in the high 200 mg/dl, she did treat for the high blood glucose for both days. The customer did offered troubleshooting for the high blood glucose of 282 mg/dl, the customer declined. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.